Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose of 471mg/dl and 432mg/dl which was corrected. Customer states that drive support cap was normal. Customer said that had no leaks or air bubbles in the tube, tests were performed and insulin exited but when customer removed catheter, was bent. Insulin pump will not be return for analysis.